Event description:
Caller states the pt tested hi (greater than 600 mg/dl) on the inform system and 237mg/dl on a lab drawn within 10 minutes. No action taken on device result. Pt was treated based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.